Event description:
It was reported that the light source was left on top of the drapes and the patient was burnt on the face.

Manufacturer narrative:
Investigation: in the corresponding IFU fiber optic light cable, fluid light cables dsx551_en_v2.1_08-2024_IFU_ce-MDR, karl storz make clear reference to this under points 3.3 hot components and 3.4 high light intensity. On the optics-side connection, a melted adhesion (plastic) is visible on the front of the optical fibers which presumably originates from cover cloth contact. At the device-side connection, individual optical fibers are broken on the surface in certain areas of the device broken optical fiber are visible. This damage is due to normal use and the age of the light cable (january 2015) and was not caused by a manufacturing or production defect. The event is filed under internal karl storz complaint ID: (B)(4).